Event description:
Rn noted that crrt was not running properly, weights were off on the scales. Rn noted that the effluent bag had a tiny hole in it and it was spraying a small jet of effluent body fluid out of the bag. Rn did not get splashed. Rn replaced the effluent bag, which also had a hole in it.